Manufacturer narrative:
Results: two sealed 10ml packaged syringes were received by bd (B)(4) and confirmed to be from batch #7001761 (p/n 300912). The samples were visually evaluated. One syringe was found to have illegible print on the barrel scale markings. The numbering 5ml through 9ml were illegible. One syringe was found to have an open seal located on the long edge near the barrel flange. Judging by the seal transfer on both top and bottom webs, the seal transfer occurred correctly and the open seal condition occurred at some point after the package was fully sealed. There are marks on the top web consistent. DHR review for batch 7001761 (p/n 300912): manufacturing dates: 01/13/2017 ¿ 01/14/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7001761 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Conclusion: confirmed: bd (B)(4) was able to confirm the customer's indicated failure. Potential root cause: scale marking: the print appears to have been smeared immediately after it was applied to the barrel, possible as the barrel was exiting from underneath the printing pad, although the cause remains undetermined at this time. Open seal: the marks on the top and bottom web indicate there was likely pressure on the package from side angle at the flange location. It is possible the package was misaligned in such a way in the shelf carton that when the tamper came down it pressed on the package from just such an angle creating the open seal condition right before the shelf carton was closed and sealed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the package was not sealed and the scale-markings were hard to read on several bd syringe luer-lok¿ tip before use. No injury or medical intervention.